Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the product leaked from the red clamp port during patient use. The customer was able to replicate the leak using a normal saline syringe. The customer states that based off the residue, it appears the patient was receiving lipids/tpn. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the product leaked from the red clamp port was confirmed. Functional testing resulted in no leaking. Pressure testing confirmed a leak from the maxzero component. Closer inspection of the maxzero under magnification showed a microchannel on the interior maxzero walls. The cause of the leak is a microchannel in the maxzero. The root cause of the microchannel which creates a fluid path is a manufacturing issue.

Event description:
The customer reported the product leaked from the red clamp port during patient use. The customer was able to replicate the leak using a normal saline syringe. The customer states that based off the residue, it appears the patient was receiving lipids/tpn. There was no patient harm.

Event description:
The customer reported the product leaked from the red clamp port during patient use. The customer was able to replicate the leak using a normal saline syringe. The customer states that based off the residue, it appears the patient was receiving lipids/tpn. There was no patient harm.